Event description:
A call was placed to technical services on (B)(6) 2016 stated got >200 ohms in all shock configuration. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).